Manufacturer narrative:
(B)(4) the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. On the same day as onset, the patient was hospitalized for the event and the patient began treatment for the peritonitis with vancomycin and ceftazidime (doses, frequencies and routes of administration unknown). At the time of this report, the peritonitis was resolving and the patient was recovering. It was not reported if dianeal therapy was ongoing. No additional information is available.